Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch fasttake meter read inaccurately high compared to his feelings. The medical affairs specialist spoke with the pt twenty days later to obtain/verify the following info. The pt manages his diabetes with a set dosage of lantus daily and with humalog (dosages based on his meter readings) and claims that his blood glucose levels usually run between 70-160 mg/dl. The pt tests 3-5 times per day. On the day prior to original date evening (unspecified time), the pt tested on his meter and got "246 mg/dl" and then took 8 units of humalog based on his meter reading. The pt was unable to provide details regarding his actions after taking the 8 units of insulin. Six hrs later, he got a "277 mg/dl" meter reading so he took 10 units of humalog based on the meter reading. About 40 mins later, he started to perspire and sweat, which he indicated are his typical hypoglycemic symptoms. He then tested on his meter and got "278 mg/dl". The pt ate and felt better afterwards. The pt stated that when the reported incident occurred, he was at a conference and admitted that his carbohydrates intake was higher than normal; so he was not "surprised" that his meter readings were higher. However, he was concerned that he obtained the "278 mg/dl" meter reading when he felt hypoglycemic. During troubleshooting, the customer care advocate (cca) verified that the meter was correctly set to "mg/dl", the blood sample was taken from the finger, and the correct testing/cleaning techniques were used. Replacement prods were sent to the pt. This complaint is being reported because the pt reported that he developed symptoms that can be associated with hypoglycemia after taking insulin based on the meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.